Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgeon observed arcing while using a monopolar curved scissors (mcs) instrument. According to the initial reporter, a hole developed on the mcs tip cover accessory installed on the mcs instrument. The mcs tip cover accessory was replaced and the mcs instrument reportedly worked fine. The surgical procedure was completed. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The tip cover has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post failure analysis evaluation) or if additional information is received. Intuitive surgical inc. (Isi) has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the surgical staff claimed that arcing was observed through the mcs tip cover accessory. However, there is no indication that the patient was harmed or injured because of the reported issue.